Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 8fr angio-seal sts plus device was returned for product evaluation. Only the carrier tube assembly was returned along with a partially opened aluminum foil pouch. The partially opened poly-foil pouch was opened completely to reveal the returned device. Visual inspection revealed that the bypass tube was found completely removed from the main body of the carrier tube and the anchor and collagen were exposed. No deformation or damage was noted on the anchor and bypass tube. Functional testing was performed. The bypass tube was reinserted manually over the anchor to set to its manufacturing position. There was no issue noted during insertion over the anchor. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation it is likely that forcefully pulling the carrier tube from the pouch without completely opening it may result in the displacement of the bypass tube. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when they were unpacking the angio-seal device the anchor was already released. The product was not used and had no contact with the patient.